Manufacturer narrative:
Manufacturing and quality control data. The progav® 2.0 shuntsystem was manufactured by a qualified employee in november 2020. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 shunt system includes of a progav® 2.0 adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o and a shuntassistant® 2.0 fixed pressure valve with a fixed pressure range of 25 cmh2o. The shunt system was inspected as article fx643t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation statement: reference number (B)(4). On the basis of juristic requirements and since our tests, e.g. Flushing with liquid, test level measurement and, if necessary, damage due to opening of the valves, influence the product properties we have to get the personal request by the attending doctor as a step of safeguard. Unfortunatly we did not receive a consent. Therefore an official release is missing for the investigation of the product. For this reason, we returned the product for our discharge without examination. The process was closed with the issuance of the document. Result it was not possible for us to examine the product sent in because, despite repeated requests, the explicit release for investigation was not granted. Nevertheless deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. A final conclusion on the suspected overdrainage and the adjustment difficulties is only possible with an examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
No investigation possible.

Event description:
The release for investigation received on 10/13/2021 and the investigation could be performed.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. An accelerated outflow could be detected. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking/klick force and brake function test: the brake functionality test has shown that the brake/klick function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, clearly deposits were found in both valves results: based on our investigation results, we can identify an accelerated outflow in the shunt system. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 67 centimeters (cm). Weight: (B)(6). Gender: female.